Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address elevated metal ion levels. Update 07 oct 2019: (B)(4) has been re-opened due to receipt of pcf and medical records. After review of medical records, patient was revised to addressed metallosis status post metal on metal depuy hip replacement. Patient alleges pain, and had metal ion levels that were in the 50s of cobalt and chromium. Metal subtraction MRI scan showed a significant amount of fluid circumferential to the trochanteric area of the hip. Operative notes stated that the subcutaneous tissue and tensor fascia were freed up from a significant amount of scar. The anterior 1/5 of the abductor musculature was significantly stained with metal. There was a large caseating material over the superior lateral aspect of the acetabulum extending posteriorly, a very large amount of the metal stained bursa and tissue was removed. After appropriate dissection of the superficial tissues a continuation of what appeared of what appeared to be a metallosis induced sinus track into the bursa was taken directly into the hip. A large wide excision was done of further metallosis containing the capsule. There was some oxidation of the trunnion, but no gross physical damage of the trunnion. The acetabulum seemed to be firmly fixed in place. Added medical history, law firm, lawyer, and age of patient. Updated patient's initials. Doi: (B)(6) 2002. Dor: (B)(6) 2014; (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.